Manufacturer narrative:
A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed. It was confirmed that the device was in dddr mode at the time the replacement indicator was declared. It was also noted that the device sensed in the atrial chamber 99 percent of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed dddr with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that upon interrogation the pacemaker's battery longevity had decreased from six years remaining to four and a half years remaining within six months. It was noted that the patient was in paroxysmal atrial fibrillation (af) approximately forty percent of the time and had an uncontrolled ventricular response to the af. It was further noted that the automatic capture feature was programmed on in the pacemaker. Since the physician was concerned over the decrease in battery longevity, a disk of the device's memory was sent to boston scientific engineers for review. Engineering analysis found that over the last year the power consumption had been fluctuating at an increased amount due to daily changes in the atrial arrhythmia duration. Engineering analysis also found that there was a larger increase in power consumption two months earlier. This increase caused a corresponding decrease in projected longevity. Analysis suspected that this was due to more frequent and or longer high atrial rates. The device remained in service. The device was returned from another manufacturer approximately 22 months later. Information stored within the pacemaker suggested it had been explanted 15 months earlier. No additional adverse patient effects were reported.